Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms and no traces of moisture were noted at electronic or motor assemblies per visual inspection. The device also had a cracked case at the lcd window corners, cracked reservoir tube, missing end cap sticker and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the device was not exposed to moisture but he was unsure if a button was pressed for longer than 3 minutes because he was sleeping at the time. Blood glucose value was 259 mg/dl. Customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.